Manufacturer narrative:
Pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to confirm broken belt clip due to pump received without belt clip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had broken thread around the reservoir compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.